Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial pulse amplitude safety margin alert was noted on the device. It was noted that outputs were programmed below the value for atrial capture. Programming changes to increase outputs were recommended and completed during a follow up in clinic. The patient was asymptomatic and stable following the programmed changes.